Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was charging the pump in the car, the customer reported smelling a burning smell. Reportedly, the pump started to smoke and the customer removed the car charger from the usb port and smoke came out of the usb end of the pump and out of the usb port. No alerts or alarms were noted by the customer. Subsequently, the customer was unable to charge the pump properly despite the attempt of another usb cable. The customer's blood glucose level was 179 mg/dl. It was confirmed that the customer has insulin pens available as alternate insulin therapy.